Event description:
Customer reported in the middle of a case they lost monitoring for approx 10 mins. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.